Event description:
A 1000ml bag of morphine, conc. 0.7mg/ml was put in line for the pt at 1730 on 5/25/99. The order was for 8mg/hr continuous infusion with 3mg bolus every 20 min prn. At 1300 on 5/26/99 the pt had rec'd 11 bolus doses and the rate was increased to 12mg/hr continuous infusion with the bolus dose the same. At 0900 on 5/27/99 the bag was empty. It was unknown at that point how many bolus doses were given. A new cassette of morphine was put in line and a new pump was the infusion increased to 15mg/hr with a 4mg bolus dose every 20 min prn. At the time when the bag was found empty the pt was lethargic and confused to time and place, resp. 10-12 and color pale. The pt did not need to be hospitalized due to this and the morphine was continued, the dose was increased.